Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes mitek is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause could be the surgeon did not penetrate far enough with the needle which resulted in the implant not deploying behind the meniscus, resulting in it pulling out when the needle was removed. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause of the reported problem. No non-conformances were identified for this part number, lot number combination per qlik query executed on 7/30/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record. No non-conformances were identified for this part number, lot number combination per qlik query executed on 7/30/2019. Device history batch, null, device history review null device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: UDI: (B)(4). The expiration date is not currently available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate that the truespan 12 degree peek during a meniscal repair procedure after deploying the first backstop when the surgeon pulled the needle out the meniscus the backstop came with it. No debris left in the patient. There´s no delay reported nor patient consequences. It is unknown how was the procedure completed. Further it was reported that same arthroscopic portal was used to complete the procedure. It was also reported that the surgeon fully depressed the trigger until the click. The repair was completed by using same like device.